Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling power supply was deformed, the pins for the placing ring were deformed, and the saw head strut was blocked. This was attributed to faulty care and maintenance. Inspection and maintenance were performed and the device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
It was reported for the issue / client notification that the saw of the colibri motor spun permanently in the motor. This is report 1 of 1 for complaint #(B)(4).